Event description:
The customer reported that the system had a collimator iris potentiometer error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable, collimator, and the fluoro functions board were replaced and the collimator connection was repaired during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.